Event description:
Customer's family member called lfs on 7/2002 alleging child's ot ultra meter would not power on. The issue was unresolved with troubleshooting. The customer had symptoms of headaches, sleepy, and hungry. Child used a back-up meter to test blood sugar and the result was 30 mg/dl. The meter has been replaced.